Event description:
A customer contacted physio-control to reported that their device would not provide defibrillation shock to a patient during an open cardiac surgery. The device was connected to internal paddles at the time of the reported event. The customer advised that a new set of paddles were used and proper device operation was observed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no further information was available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section d4, gtin of the initial medwatch report indicates blank. Section d4, gtin of the initial medwatch report should indicate (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to reported that their device would not provide defibrillation shock to a patient during an open cardiac surgery. The device was connected to internal paddles at the time of the reported event. The customer advised that a new set of paddles were used and proper device operation was observed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no further information was available. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to reported that their device would not provide defibrillation shock to a patient during an open cardiac surgery. The device was connected to internal paddles at the time of the reported event. The customer advised that a new set of paddles were used and proper device operation was observed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no further information was available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and internal paddles. The reported issue was verified. It was observed that the shock button on the internal paddles were not functioning which resulted in the device to not provide defibrillation shock. The device was able to deliver therapy with another cable and electrodes. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. According to the sterilization guidelines for internal defibrillation handles and electrodes, handles are expected to function for at least 25 cycles for prevacuum steam and 100 cycles for sterrad 100s. The internal electrodes are expected to function for at least 10 sterilization cycles prevacuum steam and 1 sterilization cycle for sterrad 100s. The customer noted that the internal paddles have been sterilized many times, which can potentially degrade the device. The likely cause of the reported issue was determined to be due to be the internal paddles.

Manufacturer narrative:
It was informed that the serial number of the device associated with the reported event is (B)(4). Serial # has been updated from 'unknown' to (B)(4).

Event description:
A customer contacted physio-control to reported that their device would not provide defibrillation shock to a patient during an open cardiac surgery. The device was connected to internal paddles at the time of the reported event. The customer advised that a new set of paddles were used and proper device operation was observed. Physio-control contacted the customer in order to obtain additional information about the patient; however, no further information was available. There were no reports of adverse effects to the patient as a result of the reported event.